Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain and genetic: lqts, hcm, brugafa. It was reported that the patient had a "settings not available" message on their controller. They should have been able to get it up to 3 but they were at 2.3. The patient had never gone "over 300". The patient had no falls or trauma. After implant, they were programmed and it worked great. On (B)(6) 2019 the patient turned the ins down to 2.1 in order to take a shower and when they went to turn it back up again they received the "settings not available" message. The patient reduced the intensity to 0 and tried increasing it back up and they were only able to get it to 0.2. A representative noted they would be meeting with the patient on (B)(6) 2019. No further complications reported. On (B)(6) 2019, additional information was received from a manufacturer representative (rep) reporting that they called in to find out if patient services was able to assist the patient with the issue report/get updated on the issue because they were going to meet with the patient. Additional information was then received indicating that electrode 10 was greater than 40,000 ohms. It was reported that the rep reprogrammed around this electrode. No further complications were reported/anticipated.